Event description:
It was reported that the subject programmer turned on and off and rebooted spontaneously making the programmer unusable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer turned on and off and rebooted spontaneously making the programmer unusable.